Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump black box showed that reboots had occurred. There were no alarms related to the complaint in the pump history. There was no damaged observed to the battery cap or compartment. The battery cap was tested and there were no connection defects observed. The battery cap secured to the pump and pump powered on normally. The pump was exercised for 24 hours without any power issues. Unrelated to the complaint, the keypad was observed to be peeling.

Event description:
There is no adverse event associated with this complaint. It was reported that the pump self rebooted twice on the day of the report. The patient stated that pump has lost power intermittently for about two months and occurred about once every one to two weeks. She stated that the battery cap was secure, she does not see the yellow o-ring when the battery cap is tightened. The patient reported that the battery cap was about 6 months old and that the spring, metal contacts, and threads were intact. She denied cracks on the pump. Unrelated to this complaint, she said that the keypad was peeling off.